Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device and adhesions. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. The device was explanted, the physician stated "there was bunching of the laparoscopically placed mesh with firm edges. The mesh was adherent to the bladder and femoral vessels and so chunks were removed piecemeal". No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent right groin hernia repair. A bard/davol 3dmax was implanted in patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed 3dmax. During the procedure the physician noted ¿there was bunching of the laparoscopically placed mesh with firm edges. The floor was opened and mesh noted to be layered over itself with sharp edges. The mesh was dissected off the pubis and segments excised back to the internal right. The mesh was adherent to the bladder and femoral vessels and so chunks were removed piecemeal". The attorney alleges the 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.